Event description:
It was reported that the patient complained of distorted vision, dysphotopsia with an intraocular lens (iol), therefore, the lens was explanted from the patient's left eye (os). Limbal relaxation incisions (lri) were done during the explant, but not related to the suspect iol. There was no vitrectomy, incision enlargement, or sutures required. A non-johnson & johnson lens was implanted as a replacement. The patient outcome was stated to be good. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this production order. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: mar 14, 2023 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue were identified. Based on the return condition of the lens no further product evaluation could be performed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.